Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: instability is a "soft tissue problem of structures around the device where their size, position and other geometry aspects play the decisive role and not the specific device properties related to manufacturing or materials composition. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the reported lot. Conclusions: clinician review of the records provided indicated that instability is a "soft tissue problem of structures around the device where their size, position and other geometry aspects play the decisive role and not the specific device properties related to manufacturing or materials composition. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision total knee. Poly exchange. Up sized the poly because of laxity.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision total knee. Poly exchange. Up sized the poly because of laxity.